Manufacturer narrative:
Retainer ring = missing. Customer returned pump for alleged cosmetic damage located at the reservoir tube lip on event date of (B)(6) 2021. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, cracked case - corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, label damage (faded serial number label), broken reservoir tube lip and detached retainer. Cosmetic damage was confirmed at broken reservoir tube lip. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had cracked at reservoir. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.